Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient was 487 mg/dl. Customer treated with insulin pump and manual injection. Customer alleging possible pump under delivery. Drive support cap appears normal. There was no air bubble and leak in the reservoir. Customer reports insulin exited at the quick release. Customer declined to continue troubleshooting for other possible causes of high blood glucose. The product will not be returned for analysis.